Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the hd autoclavable camera head had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device has been returned to olympus. See updates to d9, h3, h4, h6 and h10. Based on the results of the legal manufacturer's investigation, phenomenon (1), ¿error e221¿, was not reproduced. It was noted that e221 is an error caused by poor communication between the camera head and processor. It was determined that a cable failure caused a communication failure and a temporary e221 error. Phenomenon (2), ¿images are not displayed¿, was reproduced. It was determined that the communication failure image is not displayed due to a cable failure. Since the image disappeared when the kinked part of the cable moved slightly, it was concluded that the cable was partially broken due to the kink. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.